Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), migraine ("migraines"), menstrual disorder ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent removal of device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, migraine, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: aditionally she may have no choice but to undergo a hysterectomy to have her essure removed. Diagnostic results: hysterosalpingogram confirmed essure coils we properly in placed and her fallopian tubes were occluded. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, delivery in (B)(6), delivery in (B)(6), delivery in (B)(6) and delivery on (B)(6). Previously administered products included for an unreported indication: mirena from 2008 to 2010 and depo-provera. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines") and headache ("head pain (sharp constant tons of pressure)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menstrual disorder ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (partial hysterectomy with essure removal). Essure was removed on (B)(6) 2016. In 2016, the migraine had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstrual disorder and dyspareunia outcome was unknown and the headache had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: current weight: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. In (B)(6) 2012, hysterosalpingogram confirmed essure coils we properly in placed and her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 12-jan-2018: new event headache, reporter information, patient notes, other relevant history were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("unusual bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4, delivery in 1996, delivery in 2003, delivery in 2005, delivery on (B)(6) 2011, reactive airways disease in 2007, (B)(6) infection in 1999 and migraine in 2006. Patient never smoked, never used smokeless tobacco. Previously administered products included for an unreported indication: mirena from 2008 to 2010 and depo-provera. Concurrent conditions included body mass index normal, ankle sprain, non-tobacco user, alcohol use, arthralgia (bony tenderness noted: lateral maleoli moderate, medial malleoli minimal. Decreased range of motion due to pain), urinary incontinence, stress incontinence, nausea, vomiting (one episode of non bloody emesis), back ache, lightheadedness, breast tenderness, cystitis, lumbar strain, seasonal allergic rhinitis, bronchospasm, dysmenorrhea and ear pain. Family history included breast cancer (paternal grandmother). Concomitant products included bactrim (smz-tmp), fluticasone, hydroxyzine hydrochloride (hydroxyzine hcl), ketorolac tromethamine (toradol), prochlorperazine maleate, rizatriptan and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines") and headache ("head pain (sharp constant tons of pressure)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menstrual disorder ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (partial hysterectomy with essure removal). Essure was removed on (B)(6) 2016. In 2016, the migraine had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menstrual disorder and dyspareunia outcome was unknown and the headache had resolved. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, headache, menstrual disorder, migraine and pelvic pain to be related to essure. The reporter commented: the essure device was inserted into each ostium without difficulty. The patient tolerated the insertion procedure well and was discharged home in stable condition. She thinks she feels one side of her essure sticking out and giving her pain with sex and some movements. The patient tolerated the removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. After essure insertion, there was 1 coil trailing from the left ostia and 3 coils from the right ostia. In (B)(6) 2012, hysterosalpingogram confirmed essure coils we properly in placed and her fallopian tubes were occluded. Hsg confirmed bilateral tubal occlusion in (B)(6) 2012. Current weight as of (B)(6) 2018: (B)(6) lbs. Approximate weight at the time of essure placement: (B)(6) lbs. Pelvic ultrasound on (B)(6) 2015, findings : technique: real time and static grayscale sonography with color doppler was performed via endovaginal and transabdominal approach. The uterus was normal in size, measures 9.1 x 5.2 x 5.5 cm. Normal limits at 6.2 mm. Contour, and echogenicity, and the endometrial stripe was within the right ovary measures 1.9 x 1.3 x 1.6 cm and was normal in appearance without adnexal mass. The left ovary was not visualized on transabdominal or endovaginal ultrasound. There was no free pelvic fluid. Impression: left ovary not identified. Otherwise unremarkable pelvic ultrasound. Most recent follow-up information incorporated above includes: on 5-feb-2018: medical record received. Reporter information, case became medically confirmed, patient¿s demographic information, relevant history, concomitant medications and lab data updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.